Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and stenosis are listed in the instructions for use, as a known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that approximately three months post stenting procedure with one 2.75 x 23 xience v stent in the mid left anterior descending coronary artery (mlad) and two xience v stents in the mid right coronary artery, one 4.0 x 12 and one 4.0 x 8, the patient underwent elective left heart catheterization for stable angina on (B)(6) 2010, which revealed left main, triple vessel coronary artery disease greater than 50% stenosis. On (B)(6) 2011, the patient underwent coronary artery bypass graft in the mlad index target lesion, the first diagonal target vessel, non-target lesion, the ramus non-target vessel and the third obtuse marginal non-target vessel. The patient's condition resolved on (B)(6) 2010 and the patient was discharged. There was no additional information provided.